Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to oversensing of sense b node noise as well as changes in amplitude morphology measurements in the alternate vector. Untreated episodes with oversensing of noise were also present. Testing of the system was able to reproduce noise in the primary and secondary vectors. The field suspects the electrode has fractured and a revision procedure will be scheduled soon. Tachycardia therapy was deactivated until a procedure can be performed. The electrode remains in service and no additional adverse patient effects have been reported. This event will be updated should a revision procedure be performed and/or the electrode get returned back from the field for analysis.

Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to oversensing of sense b node noise as well as changes in amplitude morphology measurements in the alternate vector. Untreated episodes with oversensing of noise were also present. Testing of the system was able to reproduce noise in the primary and secondary vectors. The field suspects the electrode has fractured and a revision procedure will be scheduled soon. Tachycardia therapy was deactivated until a procedure can be performed. The electrode remains in service and no additional adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and will be available for return for analysis. No additional adverse patient effects were reported.